Manufacturer narrative:
Image review: two still images were received for analysis. Images depict a launcher guide catheter in a clear plastic bag. A kink is evident to the catheter shaft. Product analysis: the device returned for evaluation. A torsional kink was evident to the catheter shaft with braid exposed. Kinks were evident to the catheter shaft. It was not possible to advance an in-house guidewire through the twisted section. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one 7f launcher guide catheter the catheter kinked while in the patient. The lesion that was intended to be treated was located in the distal left anterior descending artery (lad). The device was inspected prior to use in the patient with no issues noted. The device was prepped as per the IFU. Resistance was encountered when advancing the device. Excessive force was not used. The device was not excessively torqued. It was stated that after the guide catheter entered the left coronary artery (lca), issues occurred with the guide wire so the guide catheter was checked and a kink was found. It is believed that the launcher guide catheter had difficulties advancing the guidewire due to the kink. The device was inspected with issues noted. The device was replaced. The same guidewire was used successfully with the replacement catheter. No patient complications have been reported as a result of this event.